Event description:
Review of the manufacturer's programming history identified a generator test performed in a follow up visit on (B)(6) 2008 which faulted. This test is to only be performed during implant. Settings were changed and all were corrected except off time was left at 60 minutes off. It was not until the next visit almost two weeks later on (B)(6) 2008 where the off time was corrected to 5min. This potential programming event and when to do generator diagnostic are addressed in labeling. It is also emphasized that final interrogation must be performed and settings verified. There was no reported impact to patient.

Manufacturer narrative:
Analysis of programming history.